Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2023, the reporter thought the patient was having a stroke and called an ambulance. Symptoms included incoherence, delirium, aphasia, difficulty with ambulation and moving her arms. It was determined she had hypoglycemia and not a stroke. Upon arrival at the emergency room (ER) the cgm value was 100 mg/dl to 130 mg/dl but the blood glucose in the emergency room was under 30 mg/dl. The physician treated her with glucose (route unspecified) in the emergency room . The reporter was not able to provide the name of the medication. After confirming the cgm was inaccurate, the sensor was removed. The next day her condition had stabilized and she was discharged in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.